Event description:
During a cardiac catheterization, the sheath dislodged from the sheath and was found in the coronary sinus. The pt was taken for interventional radiology and tip retrieved. This product was sent to ascent in 8/2009 in the original packaging for reprocessing due to expiration date. Ascent reprocessed the sheath and returned it to the hospital in an ascent package with a lot #. The hospital received a recall notice in jan 2010 and 8 items were returned to manufacturer. This product was not returned to the manufacturer as the lot # on the package was not on the list for recall. (B)(4)